Manufacturer narrative:
(B)(4). The nurse was attempting to inject chemo into the y-site closest to the patient via an unknown syringe. The y-site would not activate once connected, so the nurse disconnected it and reconnected it, and it still would not flow. She then changed out the entire set and was able to complete it. The sample was not available as it was discarded. There is no additional information available. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to corporate product surveillance (cps) that the y-site of the clearlink non-dehp continu-flo set did not work when they tried to access it. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.